Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified the presence of reddish material within the pebax, a lifted electrode, and a fold in the pebax in the same area where the electrode was elevated. It was initially reported by the customer that approximately one hour after ablation with the qdot micro catheter, the contact force (cf) was abnormal and blood contamination was observed inside the catheter tip. The issue was resolved by replacing the catheter to another one. The procedure was completed without patient's consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 23-dec-2025, the bwi pal revealed that a visual inspection of the returned device found the presence of reddish material within the pebax, a lifted electrode, and a fold in the pebax in the same area where the electrode was elevated. These findings were reviewed and assessed the issues of a fold in the pebax and lifted electrode as MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and screening test of the returned device were performed. Visual inspection revealed the presence of reddish material within the pebax, a lifted electrode, and a fold in the pebax in the same area where the electrode was elevated. The fold in the pebax exposed internal components, allowing the reddish material to enter. Proper manufacturing evidence of assembly was noted on the lifted electrode. The device was connected to carto 3 system, and no errors were observed. The force feature of the device was evaluated, and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device and no internal actions related to the complaint was found during the review. The damage was confirmed. The potential cause of the pebax and electrode damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. Concerning the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. The force issue reported by the customer could be related to the reddish material found on the pebax, therefore, the issue reported was confirmed. The carto® 3 system instructions for use (IFU) contain the following information: -the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).